Manufacturer narrative:
H11: the actual device was received for evaluation without fluid in the bladder; the device's blue winged luer cap was not returned. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of leak on or in any parts of the device. A functional leak test was performed and no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.